Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However the malfunction reoccurred, a replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 297-394 mg/dl.